Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information requested: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku.

Event description:
It was reported that during an unknown procedure the clips did not form correctly. Another device was used to complete the case with no patient consequence. :